Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter detached as it was retracted for stent deployment. There were no detached pieces in the patient as the delivery system was able to be withdrawn in one piece. The procedure was complete with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter detached as it was retracted for stent deployment. There were no detached pieces in the patient as the delivery system was able to be withdrawn in one piece. The procedure was complete with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The returned product comprised of only the delivery system. The stent was not returned by the customer. A visual evaluation of the returned device revealed that the guide catheter was stretched and broken into two pieces, with some portion of the guide catheter remaining inside the delivery system. The proximal portion of the guide catheter (hub and tuohy borst) was not returned for evaluation. The distal end of the guide catheter was bent/kinked and most likely due to the suture embedding inside the guide catheter assembly during retraction or deployment. A functional evaluation to actuate (retract or extend) the guide catheter assembly for deployment of stent could not be conducted due to missing stent and broken guide catheter assembly. Based on the damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.